Manufacturer narrative:
(B)(4). Date sent 8/14/2025. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that linx device migrated into the abdomen and had to be explanted. Patient had to be reoperated on.

Manufacturer narrative:
(B)(4). Date sent: 9/10/2025. Additional information received: the linx migrated into the esophagus not the abdomen. What is the lot number? Log12098155. How was the migration of the device diagnosed (chest x-ray, esophageal line at explant)? Chest x-ray showed the device migrated into the esophagus. Are there images available that shows the migration? No images available if yes, please send them to productcomplaint1@its.jnj.com. Did the patient have a hiatal hernia at the time of implant? If yes was this repaired at this time of implant? Patient did have a hiatal hernia which was repaired at the time of the implantation. Does the patient have a re-occurring hernia now? If yes, did the position of the device change based on the hernia reoccurring? Patients¿ hernia re-occurred at the time of the device migration.